Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, according to the surgeon¿s feedback, the adjusting knob was turned just 2 revolutions to get the jaw close. No crunch was heard after the device fired. The device could not be removed as expected. The surgeon used high force to remove the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: additional information received; was the device difficult to close? No. Where within the gap setting scale was the orange indicator prior to firing? Unk. Did the device cut? Cut incompletely. Was the cut line fully circumferential around the target tissue? Unk. Did the device staple? Not reported. Was the staple line complete? Unk. What was the shape of the staples (b-formation, irregular, legs straight)? Unk. After firing, was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information requested: was the device difficult to close? Where within the gap setting scale was the orange indicator prior to firing? Did the device cut? Was the cut line fully circumferential around the target tissue? Did the device staple? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? After firing, was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue?